Event description:
Caller reported that insulin gauge displayed a different amount than expected, specifically a fill estimate issue showing 115 units instead of the expected 250 units. There was no adverse impact to the customer¿s blood glucose level. Although the caller was educated on using room temperature insulin to possibly resolve the discrepancy, caller chose not to load a new cartridge and decided to continue using the current one, with the option to follow up if necessary.